Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please clarify how the device did not "cut properly"? Was the cut line jagged? No. Or was the cut line irregular? No. Or was the tissue partially cut and not complete? Yes. No further information will be provided.

Event description:
It was reported that during a hemorrhoidectomy surgery, the target tissue was not cut properly and oozing occurred at the first firing. The doctor felt that something was different when the safety was released. The additional hand suture was performed to stop the oozing and to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2018. Batch # p5796j. The analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.